Manufacturer narrative:
The hill-rom technician found the sidecomm power control board assembly was damaged, most likely due to the sidecomm cable not being disconnected properly when the bed was moved. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2010, 2011 and 2012. It is unknown if the facility performed any other preventative maintenance on this bed. The hill-rom technician replaced the sidecomm power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the sidecomm cable would not connect to the bed. The bed was located in the service area at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).